Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per mohammed, r. And p. Cnudde, "severe metallosis owing to intraprosthetic dislocation in a failed dual-mobility cup primary total hip arthroplasty." J arthroplasty, 2012. 27(3): p. 493.e1-3: allegedly, a (B)(6) year old male with a contact e femoral stem, profemur ti modular neck, 28mm cocr head, and a 52mm dual mobility cup of another manufacturer (apogee, biotechni) underwent a revision due to a large cyst within the iliopsoas muscle and metallosis. In (B)(6) 2016 there was a neck fracture (ref. Pha0-1204). No trauma occur. Additional information received 06/10/2016, allegedly, there was an prosthetic neck breakage.